Event description:
Reportedly, during testing, there was a 'high fio2' alarm. It was found that the measured fio2 values were higher than the actual set values. Oxygen sensor calibration did not solve this issue. Upon replacing the oxygen sensor, fio2 level measured accurately. There was no pt involvement reported.